Event description:
The customer reported her blood glucose and insulin history is as follows: time: 235 pm; bg (mg/dl): 219; bolus (u): manual injection with an insulin pen. Time: 430 pm; bg (mg/dl) 294; bolus (u): 0.3. She noticed the cannula was slightly bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the report bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.